Event description:
Information received indicates the bed dropped into the trendelenburg position.

Manufacturer narrative:
The technician replaced both trend gas springs to repair the bed. The technician notified the staff that the bed is no longer fit for use.